Event description:
The distal portion of the aorta narrowed at the iliac bifurcation. Deployment of the zenith aaa graft noted the anatomy of the vessel at the bifurcation pinching down upon the leg graft. With the deployment of the ipsilateral leg there was a very thight fit of the grafts in the narrowing. Another MFR's stent was deployed in the contralateral limb of the main body graft and extended into the proximal portion of the leg graft where the impingement was observed. Conclusion angiogram viewed good flow to both common iliac arteries and a successful aaa repair was noted.